Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (severely angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. The aortic neck was severely angulated; however, the neck angulation was not appreciated during the implant procedure. It was reported that the bifurcated stent graft was implanted slightly lower than intended and resulted in a proximal type I endoleak. An endurant aortic cuff was implanted; however, the type I endoleak was still present (ref MFR #2953200-2011-00853). The physician modeled the aortic cuff with a balloon and the endoleak improved, however, did not completely resolve. There was no further intervention at this time. The physician will monitor the pt in 30 days. No additional clinical sequelae were reported and the pt is fine.